Manufacturer narrative:
(B)(4). Insulin pump monitored for several days. Insulin pump received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Pump received with cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery issues. Customer stated when they put a new battery inside the insulin pump got a battery out limit. Assisted with clearing alarm. Customer stated the screen turned black and started counting. Customer also received battery failed test and was assited with troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.